Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect filter e3) non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer blank fields on this form indicate the information is unknown or unavailable, or unchanged. G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Additional information- investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "unable to retrieve, embedded, vc & organ perforation." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. A filter that is embedded in the wall of the ivc may be difficult to retrieve. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Per a report from medical opinion; ¿retrievable infrarenal ivc filter in place, apex at l2 vertebral body level, at right anterolateral ivc wall. 4 primary limb tips at l3 lower endplate level. Ivc filter hook/apex lies anteriorly and to the right within the ivc, with 12.07 ° anterior, 14.78 ° rightward tilt. Filter is seated in the cava with right and left anterolateral, right and left posterolateral primary limbs. An infrarenal abdominal aortic aneurysm is observed measuring up to 3.4 x 3.7 cm the ivc is diminished in size, possibly chronically thrombosed between the primary limbs of the filter the right anterolateral, left anterolateral and left posterolateral primary limbs penetrate the ivc as follows: 1. The right anterolateral limb extends up to 5.0 mm peripheral to the ivc extending into the extraperitoneal fat. 2. The left anterolateral primary limb penetrates 7.8 mm peripheral to the ivc, tip directed toward the abdominal aorta near the top of the aneurysmal segment. This may threaten the abdominal aorta. 3. The left posterolateral limb penetrates 1 cm peripheral to the ivc, directed toward the l4 vertebral body. The right posterior primary limb resides within the ivc. 2 anterolateral accessory limbs penetrate the ivc wall, the more laterally positioned limb proximally 1.5 cm peripheral to the ivc, the more medially positioned limb approximately 1.4 cm peripheral to the ivc, both embedded in the posterior duodenal wall. 3 medially protruding secondary limbs penetrate the ivc wall, the largest anteriorly at 1.9 cm peripheral to the ivc, of the middle and posterior, approximately 1.2 cm peripheral to the ivc. The middle and posterior limbs directly abut the right wall of the aorta and threaten the aorta. The documented ivc filter penetration of the ivc wall is by definition physical harm of the ivc.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: thrombosis, stenosis, tilt, aortic aneurysm. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported aortic aneurysm is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the femoral vein due to a pulmonary embolism (pe) inability to anticoagulant due to a brain tumor. Patient is alleging device is unable to be retrieved and "embedded in vein". Patient further alleges "the device was to be removed within a year, due to being embedded in vein, the doctor said I would have to have serious operation to remove it. The filter is still in my body which worries me daily of the unknown possibilities toward my health." Per report from CT dated (B)(6) 2017: "the ends of the anterior arms of the filter just inside the lumen of the proximal transverse duodenum, these barbs could be embedded in the duodenal wall, impressing the duodenal wall, or penetrated through the duodenal wall into the lumen of the duodenum."

Manufacturer narrative:
Exemption number e2016032. (B)(4). (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.